Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin the way it was supposed to. The customer went to hosp, and his blood glucose reading was 458 mg/dl. The customer was taken off of insulin pump therapy, and was treated by the hosp staff. Troubleshooting was performed, and the insulin pump passed the prime test, but the customer didn't feel that enough insulin was exiting. Found that the customer had not changed the infusion set to solve the issue. The insulin pump was programmed correctly. Nothing further was reported.